Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted.

Event description:
It was reported that one year post implant a realize adjustable gastric band during a routine fill the port could not be accessed. A fluoroscopy was done and the port was noted to be flipped. A revision procedure was scheduled for (B)(6), 2011, but has been postponed with no re-schedule date. The patient is fine.